Event description:
It was reported that the user received an urgent low glucose alert while sleeping, with a reported blood glucose of 46 mg/dl, and self-treated with apple juice and crackers; glucose measured 66 mg/dl at the start of the call and increased to 74 mg/dl during the call, and the user planned to change out supplies the same day. Symptoms included hypoglycemia. Outcomes included recovery without medical intervention or hospitalization. Investigation included user troubleshooting and education with guidance to continue monitoring. Investigation of this case revealed no confirmed device malfunction based on the available information and user-reported improvement after carbohydrate intake. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.